Event description:
Reporter indicated, a patient's seizures were increased and upon interrogation of the vns, it was noted the output current and magnet output currents were set to 0ma. The vns settings were adjusted back to the intended settings. It was suspected an interrupted vns diagnostics test occurred at a previous office visit which caused the vns settings to change. Attempts for further information are in progress.